Event description:
Additional information received from the hcp reported that the cause of the event was the patient thinking the stimulator and leads were causing pain. There were no abnormal impedance measurements. The hcp reported that the implantable neurostimulator (ins) and leads were explanted due to abdominal pain. It was noted that the patient had psycho-social issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 4351 lot# nht012532n implanted: (B)(6), 2010 explanted: (B)(6), 2011. Lead model 4351 lot# nht012531n implanted: (B)(6), 2010 explanted: (B)(6), 2011.

Event description:
It was reported that the patient's implantable neurostimulator was removed. The lead was left in the patient. The patient experienced acute pain following the removal. The reason for the explant was not reported. Additional information has been requested, but was not available as of the date of this report.